Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to patient movement.

Manufacturer narrative:
Correction provided for h6 health effect - clinical code. The original report was coded for hemolysis inadvertently. The updated h6 code should reflect the reported access site bleed. Upon investigation closure, a supplemental report will be submitted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male noted for st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, oozing was noted from the access site that prompted intervention. The team had explanted the pump and done contralateral ballooning, infused blood products, used topical tranexamic acid (txa), and closed the site with perclose and angioseal followed by manual hold. The perclose had failed. The access site was stable following the intervention.